Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant of the patient¿s implantable cardioverter defibrillator (ICD) there was a revision procedure done due to high/undefined rv coil defibrillation impedance on the right ventricular (rv) lead. During the procedure the physician could not loosen the rv coil defibrillation (hvb) setscrew. The hvb connector was loose and could be removed without loosening the screw resulting in a connection issue. The ICD was removed and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.